Manufacturer narrative:
(B)(4). No complaint was received with the return of the device; failure event observed during analysis. A partial lead with the lead tip measuring 45.5cm was returned for analysis. External insulation abrasion was noted at 39.1-40.5cm from the distal tip, consistent with lead friction to the ICD can. The silicone insulation was intact at this location.

Event description:
This report is to advise of an event observed during analysis.